Event description:
It was reported that during the implant procedure a right ventricular (rv) lead was attempted and the physician reported difficulty with the fixation mechanism of the rv lead after multiple attempts to reposition the lead. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that blood was observed in/on the helix mechanism.